Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they have not used their stimulation in a while and wants to start it back up. The patient added that they probably quit using it in (B)(6) 2017. They noted that they tried using the device but was still getting pains. The patient also mentioned that they got sick of sitting in a chair for 4 hours during charging. They stated that they made many adjustments with their device. Additional information received from the manufacturing representative indicated that they will reach out to the patient to schedule an appointment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s device was confirmed to be in overdischarge. They stated that they met with the patient on (B)(6) 2018, and a power on reset (por) was performed to reset the device and get it to accept a charge. The rep noted that the patient felt their re-charge interval was too much, because they needed to recharge for several hours every day or every other day in order to maintain therapy. They indicated that the patient was running high density settings. The rep stated that they reprogrammed the patient with tonic stimulation, to extend the days in between charging and to shorten the recharging interval. The rep also presented the opportunity to upgrade to the intellis ins, and reviewed technology advancements, including the new overdrive technology. The patient¿s weight at the time of the event was unknown. No further complications were reported or anticipated.